Manufacturer narrative:
Pending investigation. Concomitant medical products: 521-78-23 - threaded pin size 2.3 collared 2pk (B)(4).

Event description:
As reported, the patient had an initial right tka on (B)(6) 2020. On (B)(6) 2020 the patient complained of episodes of right knee giving away, as well as episodes of occasional hyperextension. The patient stated that she was revised on (B)(6) 2022 by a different surgeon.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.